Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the thermally defective diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. Upon further investigation, the rear response button was contaminated. The root cause for the open fuse could not be positively identified. The root cause for the contaminated switch is liquid ingress of an unknown contaminant. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.